Event description:
It was reported that after ICD change-out due to normal eri, a high voltage, low lead impedance was noted. The lead failed dft test. No lead issues were observed prior to the procedure. Externalization was detected under x-ray/fluoroscopy. The lead was capped and replaced. No patient symptoms reported.

Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 12.9cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.